Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a ruptured device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, device to be underweight and a broken shell. A visual and microscopic analysis was performed which identified, a sharp opening on the posterior and a missing shell (0-25%). A dimension measurement in the shell was performed which identified, the thickness was within specification. Base on the device analysis, the final assessment is: a sharp broken on posterior assessed, as an unidentified (tear) opening.

Event description:
Healthcare professional reported, a ruptured device. The device has been explanted.